Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9296234. Medical device expiration date: na. Device manufacture date: 2019-10-23. Medical device lot #: 9224437. Medical device expiration date: na. Device manufacture date: 2019-08-12. Investigation summary: it was reported two cannula holders had a crack and could not be used. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two needle assemblies that do not have the plastic shield. Both have the needle hub with a crack. No other defects or imperfections were observed. This defect could occur if the product was not properly centered in the fixture when the plastic shield was assembled inducing the crack in the needle hub. A device history record review was completed for provided material number 302047, lot numbers 9296234 and 9224437. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the process was performed. Settings of the equipment were correct, parts were being properly assembled in the fixture and the flow of products was good. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the product was not properly centered in the fixture and when the plastic shield was assembled induced the crack in the needle hub. Verification of the process was performed. Settings of the equipment were correct. Parts were properly assembled in the fixture, flow of products was also good.

Event description:
It was reported that 2 bd needles ns 30ga 1/2in bns yel hub experienced cracked needle hubs. The following information was provided by the initial reporter: 2 cannula holders had a crack and could not be used.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9296234. Medical device expiration date: na. Device manufacture date: 2019-10-23. Medical device lot #: 9224437. Medical device expiration date: na. Device manufacture date: 2019-08-12. Investigation summary: it was reported two cannula holders had a crack and could not be used. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two needle assemblies that do not have the plastic shield. Both have the needle hub with a crack. No other defects or imperfections were observed. This defect could occur if the product was not properly centered in the fixture when the plastic shield was assembled inducing the crack in the needle hub. A device history record review was completed for provided material number 302047, lot numbers 9296234 and 9224437. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the process was performed. Settings of the equipment were correct, parts were being properly assembled in the fixture and the flow of products was good. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the product was not properly centered in the fixture and when the plastic shield was assembled induced the crack in the needle hub. Verification of the process was performed. Settings of the equipment were correct. Parts were properly assembled in the fixture, flow of products was also good.

Event description:
It was reported that 2 bd needles ns 30ga 1/2in bns yel hub experienced cracked needle hubs. The following information was provided by the initial reporter: 2 cannula holders had a crack and could not be used.